Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Received a set of connector, filter and pump of other company made altogether connected. The connector cover was closed and clip was attached to it. Appearance inspection. No abnormality that may cause catheter detachment is confirmed. The appearance of the connector is identical to standard sample. No abnormality was found in the latch portion of the connector. The clip was also identical to standard sample, although the gap is wider than limit sample, since it was attached to the connector. Functional inspection. Tensile test with returned connector and unused catheter was conducted. The result was 9.0n which satisfies the standard of >5.5n. Others. When unused catheter was inserted into the returned connector, catheter was able to be smoothly inserted up to target insert position, and connector cover was securely locked. It was confirmed that the inserted depth satisfies target described in instruction. Clip was attached securely, no loosening was observed, and cannot be detached easily. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in japan): connector detached the connector was unlocked after a green cap came off, and which caused bouth of a leakage and catheter withdrawal.